Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical and inflation issues cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that the pump of his inflatable penile prosthesis (ipp) device is not working. The pump is usually too hard to pump. When he is able to squeeze the pump bulb, the fluid will not stay in the cylinders. He also stated he is not able to squeeze the bulb hard enough to realize the 'pop' that should occur. Trouble shooting techniques were provided to the patient. He stated he will call back with any further questions. The patient later reported he is still not able to inflate his ipp device. He saw his physician who told him there is something wrong with the device and it will need to be replaced. The ipp device was later explanted and a new ambicor penile prosthesis (app) device was implanted.

Manufacturer narrative:
Additional information provided in: b5 (describe event or problem).

Event description:
It was reported by the patient that the pump of his inflatable penile prosthesis (ipp) device is not working. The pump is usually too hard to pump. When he is able to squeeze the pump bulb, the fluid will not stay in the cylinders. He also stated he is not able to squeeze the bulb hard enough to realize the 'pop' that should occur. Trouble shooting techniques were provided to the patient. He stated he will call back with any further questions. The patient later reported he is still not able to inflate his ipp device. He saw his physician who told him there is something wrong with the device and it will need to be replaced.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that the pump of his inflatable penile prosthesis (ipp) device is not working. The pump is usually too hard to pump. When he is able to squeeze the pump bulb, the fluid will not stay in the cylinders. He also stated he is not able to squeeze the bulb hard enough to realize the 'pop' that should occur. Trouble shooting techniques were provided to the patient. He stated he will call back with any further questions.